Event description:
It was reported that during central processing, the tenaculum forceps instrument was found with a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Also, signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibited orange discoloration. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.